Event description:
Caller reported blood glucose results of 200 mg/dl and 418 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Customer reported, the system intermittently will not fluoro, and intermittently displays black lines on the image. No pt injury was reported.